Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data-log, the handpiece, and system performed as expected during this treatment. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. The investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip.

Manufacturer narrative:
Data log of the event has been reviewed and based on the evaluation of the data, the hand piece and system performed as expected. Treatment tip was returned and evaluated. Tip evaluation indicates the tip passed flow and thermistor testing, but failed leak test and visual inspection. Dielectric breakdown was observed on the tip membrane. No functional testing was possible due to the condition of the tip. A review of the device history records has been initiated, but not yet completed. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor¿s office reported that a patient noticed a burn on their cheeks 3 days post thermage treatment. The patient was given loxonin and then underwent a full face, and submandibular thermage treatment. Available images were reviewed and showed multiple crusts visible on both sides of the cheeks. The patient was given topical betamethasone plus tranexamic acid, and ascorbic acid. The outcome is reported as possible post inflammatory hyperpigmentation. The maximum power level used during the treatment was 2.5. The doctor did not report any system issues during treatment. Ample coupling fluid was used throughout the treatment. The doctor inspected the treatment tip prior to and throughout the treatment, and no abnormalities were observed.